Event description:
Customer experienced a hypoglycemic event, collapsed and was admitted to the hospital. They were treated intravenously. Customer reported that results were consistently higher than expected.